Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" alarm was noted. No cosmetic damage was noted. The pump was programmed with 2.0 units' bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. No missing bolus in history was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarm from the insulin pump. The patient's blood glucose of the time was over 600 mg/dl. The customer stated the alarm occurred during basal. The customer stated that the alarm was recurring. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did exit. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the hp test. The customer stated that the test passed.